Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose levels. The customer's blood glucose level at the time of incident was over 400mg/dl. The customer's current blood glucose level was 209mg/dl. Troubleshoot for high blood glucose level was conducted. Device was found to be operating normally. The customer was advised to monitor device and call back if needed.